Event description:
The subject device was implanted on 4/14/1998 during an anterior cervical diskectomy for a herniated nucleus pulposus at c4-5 central and left. Post-operatively, the pt complained of the eye swelling and pain and the surgeon offered to have the implantation removed. The removal surgery occurred on 1/27/99.